Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil prematurely detached. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the ¿ilt.c-pc.¿ the max diameter was 4mm, and the neck diameter was 3mm. The patient¿s blood flow was normal, and the vessel tortuosity was moderate. It was reported that early detachment occurred during insertion into the microcatheter through the sheath in the third prime with an coil. The microcatheter and detached coil were removed from the patient. The delivery pusher was deformed/damaged, which was not done intentionally. The coil had been relocated once, and no detachment attempts were made. The delivery pusher was not rotated inside the patient¿s body, and a continuous flush was used. The patient did not experience any injury, complications, or additional medical/surgical procedures. The devices were prepared according to the instructions for use (IFU).